Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 1 and 4 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment a new pod was applied.

Manufacturer narrative:
The device was received with the slide insert visible through the top housing window and the soft cannula not visible through the bottom housing window. Inspection of the fluid path revealed a shortened soft cannula, with the exposed portion torn away and the unexposed portion damaged. This tear in the soft cannula resulted in a fail of the fluid path test. The exact timing and cause of the cannula damage could not be conclusively determined. This cannula damage could not be confirmed to be the cause of the reported cannula dislodgement. No further damages were observed that would contribute to the cause of the reported event. The exact cause of the reported dislodgment could not be determined. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined.